Manufacturer narrative:
Pt info: unk. PMA/510k: this product is not marketed in the us. Claim # (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticmo12.6, -13.00/1.5/070 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2021. The lens was removed and replaced with a longer length lens within the same surgery due to low vault. Problem resolved.